Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an unknown error message when she was attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as with additional information obtained by the medical surveillance specialist (mss) during a follow up call. On (B)(6) 2012 in the morning, the patient alleged the issue began. The patient stated that she does not have diabetes, but has chronic obstructive pulmonary disease (copd), chronic bronchitis, and asthma. The patient reported she was taking prednisone as instructed by her healthcare professional (hcp), she was require to test her blood sugar. The patient reported her typical readings varied between "85 - 90mg/dl." The patient reported, if her blood sugar was elevated, she was instructed to administer glipizide, 5mg as needed. On the morning of the alleged issue, the patient reported feeling shaky, so she attempted to test on her meter and was unable to "get a baseline" reading. The patient reported taking 1/4 of a 5mg glipizide tablet, and ate all of her breakfast. The patient reported 4 hours later, she felt "confused, and shaking uncontrollably." The patient claimed her husband immediately called emergency medical services (ems). Ems reportedly tested the patient's blood glucose on their meter and obtained a result of "47 mg/dl." The patient denied losing consciousness. The patient reported en route to the hospital, she was given IV fluid with dextrose, which continued in the emergency room (ER). The patient claimed, after extensive tests and monitoring, she was discharged home several hours later. In response to the reported episode, the patient reported that her hcp discontinued her prednisone gradually and made no changes to her diabetes medication. At the time of troubleshooting, the cca noted, when walked through a retest, the issue was resolved with training. Replacement products were sent to the patient. The meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively, with the following findings: the meter has passed testing with no faults found. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue, administered medication based on her usual readings, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. Additionally, she required intervention by an hcp and was taken to the ER.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis completed on (B)(4) 2012 and (B)(4) 2012 with the following findings: the meter and test strips have passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.